Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump alarmed no delivery during a bolus. The customer's blood glucose level was 142 mg/dl. During troubleshooting, the customer was informed that the alarm was caused by a set or reservoir connection. The customer reported seeing a white cloudy blockage at the end of the tubing. The customer disposed of their set and reservoir. Nothing was replaced or returned.